Manufacturer narrative:
On 08/23/2010: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2006 (without left ventricular lead, because of implantation problems). On (B)(6) 2010, re-intervention was performed to implant an epicardial lv lead. - thirty five inappropriate shocks (34j) were delivered on (B)(6) 2010 because of ventricular oversensing episodes (observed during a follow-up dated (B)(6) 2010). - two other inappropriate 34j shocks were delivered during oversensing episodes on (B)(6) 2010 and on (B)(6) 2010 - 61 additional inappropriate shocks (34j) have been delivered upon oversensing episodes on (B)(6) 2010 (observed during a follow-up dated (B)(6) 2010). Warning messages were displayed (elevated charge time and defibrillation system possibly ineffective). Upon a follow-up performed on (B)(6) 2010, charge time and continuity tests were impossible; warning messages were displayed (battery voltage measurement abnormal/ defibrillation system potentially ineffective). Discrepancies were observed between magnet rate and displayed battery voltage. Patient under monitoring; device programmed to vvi 40min-1 (therapies set off).